Event description:
Anterior cervical plate was implanted because of degenerative cervical disease on 12/15/93. A couple months ago pt developed an acute onset of neck and left upper extremity pain. X-rays at that time revealed fracture of the anterior cervical plate and flexion extension motion. She also had some subsequent mild left triceps weakness. Underwent surgery 7/18/94, to remove broken plate and have cervical fusion.